Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent for investigation to our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "drug delivered quicker as expected" drug delivered quicker than expected - the bag was empty earlier than had been planned.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample was read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was subjected to a visual and functional examination. Some mechanically damages were detected, but these were not related to the reported malfunction. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department.